Event description:
This report summarizes 109 malfunction events in which the device reportedly overheated. - 75 events had no patient involvement; no patient impact. - 34 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 109 events were reported for this quarter. Product return status 109 devices were evaluated based on historical data analysis. Additional information 109 devices were not labeled for single-use. 109 devices were not reprocessed or reused.